Event description:
Unable to get it out - tampon [foreign body in reproductive tract]. Unable to get tampon out [complication of device removal]. Case narrative: consumer reported via chat that they couldn't get tampon out. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.